Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged headaches. Section h6 health effect - clinical code: 1880 was missing in the previous report, which is correctly updated in this follow up report.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b2 - death. After review, it was determined that these options were incorrectly selected in section b2, nothing such occurred to the patient. In this report, section b1 has been updated to reflect as product problem only. Section h1 has been updated to reflect the malfunction.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, visualization of particles and device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b2 and h3 corrected. (In section b2, death was captured as adverse event outcome in error) and (in h3, testing of actual/suspected device was coded in error) in previous report.